Event description:
Infant admitted for out-pt procedure that required a foley catheter. Two foley catheter balloons were checked for appropriate function before insertion, these balloons did not expand when sterile water was inserted in the appropriate water port. Instead when water was pushed into this port the water caused bulging just below the port injection site. A third catheter balloon was checked & seemed to be functioning well. This foley was inserted but after insertion, when water was injected into the water port it bulged just below the port injection site. Since the foley had already been inserted, it was impossible to tell if the balloon was inflated at all. The foley was taped in place. The procedure was done. During the procedure it was noted that the balloon was somewhat inflated.